Event description:
Medtronic received information that a patient treated with a ped2 pipeline had a foreign body reaction. The patient was treated for an unruptured, amorphous aneurysm in the internal carotid artery (ica), parothalmic left. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The devices were prepared according to the instructions for use (IFU).  Normal device implantation without any problem. Patient went well, good technical result. Total occlusion of the aneurysm after 4 weeks. Patient came back with neurological symptoms ca. 4 weeks after implantation, as described above. MRI show signs of inflammation and edema. Ancillary devices: neuron max 6f lot h10711 guide catheter, phenom (B)(6) 2022 microcatheter, synco select 0.0014 lot 0000067978 guidewire, sofia 5f lot 210504579.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Updated with additional information received. Coding updated based on additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported the patient was still suffering moderate clinical symptoms at the time the information was obtained. MRI diagnostics show slight progredient inflammation signs. The patient was discharged from the hospital and was being treated with a 5 week course of cortisone. Plan is for follow-up MRI and adaption of medication if there are persisting symptoms.